Manufacturer narrative:
D4 - primary UDI number: unknown. G4 - PMA/510(k) #: unknown. One device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found bubbled dso seal and the seal was replaced. Functional test was performed, and pump was tested for flow accuracy 3 times and passed all 3 tests. The reported issue could not be replicated.

Event description:
It was reported that device had a volumetric difference greater than 6%. The problems were found when the rental was returned during the usual restocking checks and annual preventive maintenance. There as unknown patient involvement.